Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: screen noise due to plug unit and analog-digital cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had noise in screen. The issue had occurred during service / maintenance (not in a clinical setting). There was no report of patient involvement.